Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. An unspecified size promus premier¿ drug eluting stent was advanced and deployed to treat the target lesion. Post dilation was performed with an unspecified non-compliant balloon catheter. However, the balloon appeared to catch on the proximal end of the stent and the stent deformation was noted. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was further reported that post dilation was performed with a non-bsc non-compliant balloon catheter. After it was noted that stent deformation occurred following postdilation, the stent was redilated which resulted to a satisfactory outcome. The patient was well and has left the hospital.

Manufacturer narrative:
Device is a combination product. Age at time of event: under 18 years. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).